Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that the pen ii mylan 3.0ml "skips tracks instead of pressing down smoothly" and caused an incomplete dosing of medication twice. H.6. Investigation: the customer issued a complaint for incomplete dosing from pen detected during use of the product by the end-user. One (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. The complaint sample received is expired. The expiration date was july 07, 2012. No further investigation will be performed as the pen is expired. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the pen ii mylan 3.0ml "skips tracks instead of pressing down smoothly" and caused an incomplete dosing of medication twice.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4)/ u.s world med. This site is an OEM manufacturing site. (B)(4). The reported lot # [9191001] was not found for the reported catalog # [47314378]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ii mylan 3.0ml "skips tracks instead of pressing down smoothly" and caused an incomplete dosing of medication.